Event description:
Related manufacturer number: 2017865-2022-11767. During follow-up, noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. The event was resolved by capping and replacing the ra and rv leads. The patient was in stable condition.